Manufacturer narrative:
Anchor plate fracture was found at 5 month post op follow up xray. There is no report of patient symptoms. The surgeon performed revision surgery to add posterior stabilization to aid in fusion. Review of the device history records for the anchor plate lot show the lot complaint. The cause for the plate fracture is unknown.

Event description:
Imp # (B)(4).